Manufacturer narrative:
Method: no product was returned for eval and investigation. The lot number was not provided, so the lot and device history records could not be reviewed. Results: the info contained herein is based on the info provided by the initial reporter. No other info available at this time. Without the actual product or details of the incident, an analysis cannot be conducted. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.

Event description:
(Drug/diluent): unk). (Procedure: unk). (Cathplace: unk). Product liability litigation - personal injury. No other info available at this time.